Manufacturer narrative:
The baxter technician found the upper head vario needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in september 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the upper head vario to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).